Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during use, the plastic reducing sleeve in the trocar became detached and was pushed down toward the end of the instrument and into the cavity. The reducing sleeve was retrieved with an endo instrument and, along with the trocar, removed from use. There was no add'l bleeding, no tissue damage and neither the operative time nor the incision size were extended. Pt is fine. No pt injury.